Event description:
It was reported that they were not trained adequately on using the device. There was a coupling problem. The patient had stopped feeling stimulation the night prior to the date of this report and this was their first time recharging. It was noted that it was tender. An antenna locate feature was performed but they highest they were able to get was 40 40 40 and had not resulted in any improvement. Additional information received reported the patient was trained and was able to demonstrated recharging. The cause of the event was determined and it was unknown if it was device related. The patient was able to recharge normally and was receiving effective therapy. No troubleshooting, interventions or other actions were taken. The patient had recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger. (B)(4). (B)(6).